Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower extremity vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for post dilation. However, on initial inflation at less working pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
A2. Age at time of event: 18 years or older device evaluated by MFR: a gladiator 12 x 40, 14atm, 75cm was returned for analysis. As per gladiator specification, the recommended sheath for this device is minimum xfr. The sheath used by the customer was not returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 8mm distal of the distal balloon markerband. From the partial circumferential tear the balloon was also torn longitudinally for approximately 20mm proximally. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the lower extremity vein. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for post dilation. However, on initial inflation at less working pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable.